Event description:
The report stated that the patient suffered an 8cm disruption/disintegration of the esophageal mucosa edges after a hellers myotomy. After the myotomy, a fundal anterior patch was performed. Initially, the procedure was deemed a success based on visual inspection and endoscopic examination. On the following day, a gastro-griffin swallow occurred and the results indicated that a significant leak had occurred to the mucosa. The site was laparoscoped and a charred appearance was noticed. The device was disposed of post surgery. The patient had an esophagectomy to rectify the leak.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. However, this incident has been reviewed by the covidien medical director and clinical staff despite the fact that no sample will return. They indicated that a hellers myotomy is a technically demanding procedure. It is possible that damage can occur to the mucosa of the esophagus during the operation. The specific technique the surgeon was using is also unclear given the available information. It is very unlikely to have thermal energy spread from the ls1500 that would result in charring as significant as stated in the incident description. If charring were to occur, it would be noticed immediately with a direct laparoscopic visualization or upon endoscopic examination prior to the end of the procedure. Furthermore, an incident of this description, with involvement of the ls1500, has never been reported to covidien energy-based devices.